Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported the impella cp's flows were not adequate on max support due to high systemic vascular resistance. Furthermore, the patient began to have limb ischemia on support. Milrinone was added and the patient did regain pulsatility with initiation of the milrinone. Additionally, the patient was experiencing hemolysis. Plasma free hemoglobin was elevated with dark red blood in their foley/urine output. The impella cp was removed and the replaced with the impella 5.5.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the low pump flow issue was most likely due to the patient¿s condition as max flows were not adequate due to the patient's high svr. As all the necessary information and returned device were not provided, the root cause of the limb ischemia and the vt/vf was not determined. Adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ to conform to updated procedures, sections d6 and h10 have been revised with updated information.